Event description:
A patient reported that the screen on their device goes blank and is difficult to restart. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.